Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side feels her implants were implanted too high causing complications. Device has been explanted. Patient later reported rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d9 e1 e3 h3 h6. Correction: aware date for initial medwatch: 09/feb/2022. Correct reason for reoperation is: patient "feels ... Implants were implanted too high causing complications." A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A visual analysis of the returned device identified: weight to the spec, deformation, white particles on the surface of the shell, crease fold. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process and no openings or issues related to rupture device were observed.

Event description:
Patient reported left side "feels ... Implants were implanted too high causing complications." Patient later reported "rupture." Physician reported "capsulectomy was performed." The device has been removed.